Event description:
Reportedly, during the preparation of the implantation of a 3844 defibrillator. Finally the device was not implanted. In the memory logs of the device, we can observe a date indicates that the memory recording started in 1970.

Manufacturer narrative:
Please find below the analysis the subject ICD talentia was implanted on (B)(6) 2026. Analysis of the provided data confirmed the reported event: on the interrogation file dated 15 jan 2026, on the screen ¿arythmies ventriculaires¿, it is written ¿diagnostic et thérapies du (B)(6) 1970 au (B)(6) 2026¿. The start date of follow up displayed is based on statistics reset date. At the 1st interrogation of the device, no reset date had yet been set, therefore the start date of follow up is invalid at the time of implantation detection. This invalid date is wrongly displayed by the programmer as 31 dec 1969 (or 01 jan 1970, depending on the computer¿s time zone). The root cause of the reporting event is a software issue of the smartview modules. This case is retained for trending purposes.